Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached to it, two of them overlapped and one band was damaged. The ligator housing teeth were found bent. Additionally, the handle had evidence that the trip wire was secured; however, the trip wire was returned broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing with seven bands attached to it, two of them overlapped and one band was damaged, the ligator housing teeth were bent, and the trip wire was broken. It is most likely that the technique used by the physician during the procedure was the reason why some bands ended up getting damaged and overlapped by the force applied from the handle since the bands were unable to be deployed. The broken trip wire could have possibly occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure to treat variceal bleeding performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The device was changed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure to treat variceal bleeding performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The device was changed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.